Event description:
It was reported that the preloaded intraocular lens (iol) could not be implanted during a procedure because it was defective. Through follow up we learned that the issue was that the lens could not be ejected from the cartridge. The plunger of the shooter bent inside the cartridge. Further twisting of the plunger caused the cartridge to crack, and the tip of the cartridge almost broke off. There was patient contact with the device. This did not lead to any interventions. No additional information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted section d6b - explant date: not applicable, as there is no indication that the lens was implanted section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.